Event description:
It was reported that a dissection occurred. The target lesion was located in the proximal right coronary artery. A 2.75 x 32mm synergy xd drug-eluting stent (des) was advanced and deployed. Post- deployment, a type b flow-limiting distal stent edge dissection, with timi ii flow was observed. The dissection was covered with 2.50 x 16mm synergy xd des, and the procedure was completed. The patient was stable post procedure and fully recovered.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Investigation results: device analysis finding: the device was implanted and will not be returned; therefore, a technical analysis could not be performed. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of known inherent risk of device. This code was selected as the most probable complaint cause based on the information available and the record review conducted at the boston scientific site. It was reported that a distal stent edge flow limiting dissection occurred after the synergy xd stent was deployed which was subsequently covered with an additional stent. Dissection is listed within the instructions for use (IFU) as a potential risk associated with the procedure and use of the synergy xd device. The use of additional devices was due to procedural factors.

Event description:
It was reported that a dissection occurred. The target lesion was located in the proximal right coronary artery. A 2.75 x 32mm synergy xd drug-eluting stent (des) was advanced and deployed. Post- deployment, a type b flow-limiting distal stent edge dissection, with timi ii flow was observed. The dissection was covered with 2.50 x 16mm synergy xd des, and the procedure was completed. The patient was stable post procedure and fully recovered. It was further reported that a 2.50 x 12 mm non-compliant balloon was used to pre-dilate the lesion. The stent was fully inflated and deployed at 14 atmospheres for 10 seconds with no issues. A 2.75 x 12 mm non-compliant balloon was used to post-dilate the stent.